Event description:
It was reported that the mobile app was not working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were unable to restore the connection. The reported event of the mobile app not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code (B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.